Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional event information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a 20 ohm shocking impedance rise from baseline. It was confirmed that this device is on advisory for increased potential for reduced energy or no energy delivered during hv therapy when programmed ax>b. Discussed that our only formal guidelines are to keep the ICD programmed b>ax, and to defer to boston scientific for further guidance on the lead itself. Did not ask weight/dependency due to remote to follow up. It was noted that intervention was required. Due to the limited information received, further follow-up to obtain related details was not possible.